Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a review of the device history records was performed and no complaint related issues were found. An evaluation was performed on the returned device. As per received condition of device; it is missing half of the circumference for two levels of threading from the distal tip. The reported device 03.632.036 and similar device 03.632.001 are locking holding sleeves for the matrix pedicle screw system. These holding sleeves are the same design, one is a short version (03.632.001) and other one is a longer version (03.632.036). The matrix spine system includes 5 holding sleeves (03.632.001, 03.632.036, 03.632.085, 03.616.042, 03.616.043) for screw insertion with an appropriate driver. The distal male threads mate with the female threads of the screw thread. Improper use of this holding sleeve can contribute to the hazard experienced in this complaint. The applicable technique guides illustrate how to properly load and tighten the holding sleeve into the recess of the screw and cautions not to grasp the green knob during screw insertion as this will cause the holding sleeve to disengage from the screw. The received part 03.632.001 lot # 6603333 was returned with the complaint that the sleeve has stripped out threading. This device is missing half of the circumference for two levels of threading from the distal tip. The associated drawings were reviewed. These changes were performed to address the hazard of this complaint for reducing the occurrence. The tip geometry on the inner sleeve was changed to a more constant outer diameter, and the material of the outer sleeve changed from radel plastic to anodized titanium. In conclusion, this complaint is confirmed as the tip damage is verified. It is not known what caused this damage although force was applied to the sleeve while not fully engaged. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported that eleven devices were damaged due to normal wear and tear. Eight tapered u-joint drivers for synfix mini-open (03.802.431) are "floppy", saggy, and hard to aim. Two holding sleeves-standard for matrix have stripped out threading. One straight tip t25 driver-long is stripped. The events are not related to any specific case or patient. The devices will be returned for evaluation. This is report 10 of 11 for (B)(4).

Event description:
The synfix mini-open had lost their ability to hold desired angles, rendering them "floppy."

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.